Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. Visual inspection, temperature and impedance test and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material, presumably blood was observed inside the pebax. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. The device tip was inspected under a microscope after performed the test, and a hole was found on the surface of the pebax section. A manufacturing record evaluation was performed for the finished device number lot 31562002l and no internal action related to the complaint was found during the review. The reddish material, presumably blood, inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax hole could be related to the manipulation of the device during the procedure; however, it could not be determined. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. For the pebax hole the instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo pulmonary vein isolation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. Initially, it was reported that during the procedure, when the physician tried to ablate with the qdot, the temperature values were increasing rapidly, ablation was automatically shut off and a ¿temperature slope too high¿ error message was shown on the ngen generator. Irrigation and pump were checked and found to be correct. Replacing the catheter cable did not solve the problem. Replacing the catheter solved the issue. Procedure completed without any patient consequence. The high temperature issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 04-jun-2025.